Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-may-2024. The most recent information was received on 15-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("vaginal bleeding between periods") and pelvic pain ("pelvic pain female") in a 50 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion and novasure ablation performed together"). The patient had a medical history of drug resistance and menometrorrhagia. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced intermenstrual bleeding (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), dry skin ("dry skin"), sleep disorder ("sleep disorder"), renal pain ("kidney pain"), migraine ("migraine"), myalgia ("muscle pain"), dizziness ("dizziness"), asthma ("asthma"), vaginal discharge ("vaginal discharge"), breast tenderness ("tender and cold breasts"), memory impairment ("impaired memory"), limb discomfort ("heavy legs"), hot flush ("hot flushes"), burning sensation ("burning sensation"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), tooth fracture ("breaking tooth"), alopecia ("hair loss"), pruritus ("itching"), eye irritation ("burning eyes"), oedema ("oedema"), abdominal distension ("abdominal swelling"), abdominal pain upper ("gastric pain"), flatulence ("severe flatulence "), diarrhoea ("loose stool"), constipation ("constipation"), stress ("stress"), depression ("depression") and palpitations ("palpitation"). The patient was treated with surgery (novasure ablation). At the time of the report, the outcomes for intermenstrual bleeding, pelvic pain, dry skin, sleep disorder, renal pain, migraine, myalgia, dizziness, asthma, vaginal discharge, breast tenderness, limb discomfort, hot flush, gingivitis, hyperaesthesia teeth, tooth fracture, alopecia, pruritus, eye irritation, oedema, abdominal distension, abdominal pain upper, flatulence, diarrhoea, constipation, stress, depression and palpitations were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, dry skin, sleep disorder, renal pain, pelvic pain, migraine, myalgia, dizziness, asthma, vaginal discharge, breast tenderness, memory impairment, limb discomfort, hot flush, burning sensation, gingivitis, hyperaesthesia teeth, tooth fracture, alopecia, pruritus, eye irritation, oedema, abdominal distension, abdominal pain upper, flatulence, diarrhoea, constipation, stress, depression or palpitations. The reporter commented: the interventional procedures took place without incident. She will undergo an abdominal x-ray without contrast within 3 years and will see dr. Again following this examination to confirm the correct position of the essure. My life has become a real hell while all my tests are normal but I'm suffering. Female patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 for nova sure and essure insertion. This patient presented with menometrorrhagia resistant to lateran. In addition, she had expressed the wish for permanent tubal sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("vaginal bleeding between periods") and pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("essure insertion & nova sure ablation performed together. "). The patient had a medical history of drug resistance and menometrorrhagia. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced intermenstrual bleeding (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), dry skin ("dry skin"), sleep disorder ("sleep disorder"), renal pain ("kidney pain"), migraine ("migraine"), myalgia ("muscle pain"), dizziness ("dizziness"), asthma ("asthma"), vaginal discharge ("vaginal discharge"), breast tenderness ("tender and cold breasts"), memory impairment ("impaired memory"), limb discomfort ("heavy legs"), hot flush ("hot flushes"), burning sensation ("burning sensation"), gingivitis ("gingivitis"), hyperaesthesia teeth ("tooth sensitivity"), tooth fracture ("breaking tooth"), alopecia ("hair loss"), pruritus ("itching"), eye irritation ("burning eyes"), oedema ("oedema"), abdominal distension ("abdominal swelling"), abdominal pain upper ("gastric pain"), flatulence ("severe flatulence "), diarrhoea ("loose stool"), constipation ("constipation"), stress ("stress"), depression ("depression") and palpitations ("palpitation"). The patient was treated with surgery (novasure ablation). At the time of the report, the outcomes for intermenstrual bleeding, pelvic pain, dry skin, sleep disorder, renal pain, migraine, myalgia, dizziness, asthma, vaginal discharge, breast tenderness, limb discomfort, hot flush, gingivitis, hyperaesthesia teeth, tooth fracture, alopecia, pruritus, eye irritation, oedema, abdominal distension, abdominal pain upper, flatulence, diarrhoea, constipation, stress, depression and palpitations were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, dry skin, sleep disorder, renal pain, pelvic pain, migraine, myalgia, dizziness, asthma, vaginal discharge, breast tenderness, memory impairment, limb discomfort, hot flush, burning sensation, gingivitis, hyperaesthesia teeth, tooth fracture, alopecia, pruritus, eye irritation, oedema, abdominal distension, abdominal pain upper, flatulence, diarrhoea, constipation, stress, depression or palpitations. The reporter commented: the interventional procedures took place without incident. She will undergo an abdominal x-ray without contrast within 3 years and will see dr. Again following this examination to confirm the correct position of the essure. My life has become a real hell while all my tests are normal but I'm suffering. Female patient was hospitalized from (B)(6) 2015 for nova sure and essure insertion. This patient presented with menometrorrhagia resistant to lateran. In addition, she had expressed the wish for permanent tubal sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.